Event description:
On december 14, 2022, fujifilm healthcare americas corporation was informed of an event involving en-450t5. It was reported that during a diagnostic procedure the tip of the scope scraped the patient's colon causing bleeding. The bleeding was controlled and the procedure was completed successfully. No additional treatment or surgical intervention was required to address the minor scrape. There was no death reported with the event. As such, this report is being submitted in an abundance of caution.